Event description:
Manufacturers ref: #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure alarms. The evaluation of the provided logs confirms the high pressure alarms. Our field service engineer investigated the ventilator on site. No deviations were found during the inspection and no abnormal found during ventilation for two hours. Performed pre-use check and cleared for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer ref. #: (B)(4).